Event description:
It was reported that the zimmer air dermatome cut the patient a little too deep and the graft was chewed up. Additional clinical follow up with the customer indicated that there were no sutures or medical intervention required; however the physician had to harvest an additional unplanned graft with a replacement dermatome device. There was no extension in surgical time.

Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation has been completed.